Event description:
It was reported that the patient was referred for pain management clinic. He has had low back surgery and has significant facet and lumbar post laminectomy syndrome symptoms. He has also developed some newer radicular symptoms into his lower extremities. CT myelogram completed on (B)(6) 2009 shows severe bilateral neuroforaminal narrowing at the l5-s1 level related to a spondylitic l5 spondylolisthesis and severe degenerative disc disease. Small tiny left paracentral disc protrusion at the l2-l3 level. Patient presented with previous fusion at l4-l5 with true arthrodesis as well as the advanced degenerative changes including back and disk changes at l5-s1. On (B)(6) 2009 patient underwent l5-s1 360 anterior/posterior fusion; anterior l5-s1 diskectomy; l5-s1 anterior lumbar interbody fusion with allograft and infuse. L5-s1 posterior fusion with allograft and infuse, segmental fixation with mace k2-m system. Removal of spinal cord stimulator. On (B)(6) 2009 patient presents with l-spine xrays that demonstrate l5-s1 fusion. He states that his severe preoperative pain is resolve. At this point he feels soreness but no pain. He is very pleased with the results. On (B)(6) 2009 patient presents with updated x-rays of the lumbosacral spine which demonstrate the l5-s1 360 fusion. There appears to be an interbody fusion present. Instrumentation is seen. There appears to be a pullout of posterior construct unilaterally. This appears to be on the left side. The patient was advised that he does appear to have some backing out unilaterally of his screws. He also appears to have an interbody arthrodesis and is clinically asymptomatic. On (B)(6) 2010 patient presents with x-rays of the l-spine dated (B)(6) 2010 which demonstrates l5-s1 instrumented fusion and alfi. Position has not changed from x-rays dated (B)(6) 2009. Unilateral backing out of instrumentation is not significantly changes. There appears to be an l5-s1 interbody fusion present. On (B)(6) 2011 patient reports worsening back pain and being treated for his mechanical pain, some facet injections above his level of fusion and sacroiliac joint injections. These provided about 60-70% pain relief, which lasted for about 4-6 weeks prior to the pain returning. Patient is considering rhizotomy at this time. On (B)(6) 2012 patient reports more back pain with weather changes and not been able to do physical therapy. Pain medication used to stabilize pain control. Reports he has not been sleeping due to back pain. Gastric bypass surgery on (B)(6) 2012. On (B)(6) 2013 patient was put on feeding tube because his physician thought he was malnourished post gastric bypass surgery and needed more calories. States he is disappointed that his pain in his back is not better with the weight loss. Otc medications do not help and need more to help with pain control.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.